Event description:
It was reported the patient was in her wheelchair when she attempted to reach for an object. The wheelchair, which was positioned on a hardwood floor, slipped from under her. The patient fell forward sustaining multiple broken ribs. No further patient complications were reported as a result of this event.